Event description:
The lens was returned for credit with a note stating "iol had to be removed, iol was 'tenting'. Capsule was torn during manipulation of the iol. "Add'l info has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.